Event description:
It was alleged that a biotwist anchor was implanted to repair a rotator cuff tear. Some 17 mos later the pt presented with shoulder pain. The shoulder was explored and found to be inflamed. The device was intact and was easily removed. The rotator cuff was healed and intact.